Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the defective pressure sensor / transducer or corresponding measurement electronics on the sensor board electronics on the inspiration block. As a resolution inspiration block was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: product complaint (B)(4). Technical support evaluated the log files and troubleshooting results sent by the customer. It was seen that the reading for press pat insp was not reaching the same level as press blower. This was a sign for either a small leak or an issue with the press pat insp sensor. However, it was not sufficient to conclude what exactly triggered the alarms. According to technical support, there must be some kind of an intermittent issue with a component on the inspiration block. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that after booting up the bellavista ventilator, the unit alarmed device in failsafe, blower failure, inspiration valve or device leaky and value out range. The customer confirmed that there was no patient involvement associated with the reported event.